Manufacturer narrative:
Bayer r and I product analysis received two blue collar vial shields and confirmed the report of disengaged vial shield inserts as a result of a bonding fault between the insert and vial shield. A current investigation and analysis is being conducted. Based on the limited info reported, we are unable to determine the root cause of the broken fdg vials. In the event add'l info is obtained, a f/u report will be submitted.

Event description:
The site reported the following: there has been a series of broken fdg vials in the shields. Five of nine shields were examined and it was found that two inserts were loose and no longer epoxied in place.